Event description:
It was reported the pt was experiencing pain at the lead site. Additionally, the pt stated that she has had to be reprogrammed several times and wants to have her scs system explanted. In turn, the pt's scs system was explanted.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.